Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the high impedances wasn¿t determined. The rep reported that no actions/interventions had occurred outside of programming around the high impedance electrodes. The high impedance wasn¿t resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that her device suddenly stopped working and she tried to turn it up and was unable to feel any stimulation. The patient did not have any falls or other issues that would have contributed to the stimulation problem. The representative tired to program and turn the intensity up but the patient did not feel any stimulation. An impedance test was run and showed contacts, 0, 3 and 8-15 were all greater than 10000 ohms. The patient was programmed around to use only the functioning contacts and they got stimulation in their low back and covered most of the painful areas. The issue was not resolved at the time of the report. The patient was going to make an appointment with the implanting physician to discuss options for revising. The indication for use was spinal pain.